Event description:
It is reported that the surgeon was implanting the lag screw and plate. When he impacted the plate, the inserter broke.

Manufacturer narrative:
Evaluation: as returned, both specimens are fractured in one location and show various tool marks in others, indicating misuse. Both fractures were likely caused by prying, striking at an angle, excessive torsional loads, or a combination of the three. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.